Event description:
A distributor returned battery charger/modem sn (B)(4) and reported that the battery charger was unable to charge.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not charge) has been confirmed. As received, the battery charger/modem was unable to charge a battery pack. Upon investigation, liquid contamination was found on the battery board. The cause of the failure was the liquid contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.